Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attune femoral impactor broke during use intra-operatively. The red spin wheel broke from the handle during impaction of the attune femoral prosthesis. The part broke "clean" and no residual remained. Surgeon was sure to irrigate thoroughly. Image of broken instrument is available. It was believed that there is a deficiency in the design of the instrument; likely broke from stress of use over years. No surgical delay. All pieces were retrieved from the patient.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.